Event description:
It was reported that increased impedance was noted. Externalized conductors were noted upon explant.

Manufacturer narrative:
Two portions of the lead were returned. Analysis noted internal abrasion at 8cm-10cm, 12.5cm-14cm and 19cm-20cm from the lead tip. The sensing and rv conductor etfe insulation were intact. The lead was damaged in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.